Event description:
Pt was having pain 1 year post-op. Surgeon decided to do a revision surgery because they thought that the pt had degeneration of the glenoid. When the surgeon went in it was noticed that the trunnion was loose from the stem and there was glenoid erosion. During the revision surgery the head/trunnion complex were replaced, the stem was not removed. A glenoid component was also implanted to address the erosion observed. This device is used for treatment.